Event description:
It was reported that the device registered a power-on-reset (por) on two occasions. The device had to be switched on in the clinic. The circumstances of the first occurrence were unk. It was noted at the second occurrence that the pt had been scuba diving, but not deeper than 30m. It was noted that there was no pt injury. Once the device was switched back on all was fine. Reference MFR report #3004209178201005079. It was noted that the pt had two ins implanted at the time of the event. The device related to the event was not reported.

Manufacturer narrative:
(B)(4)